Event description:
It was reported that the pump was replaced following a motor stall which did not recover. The patient was also hospitalized due to the event. The patient heard a critical alarm on (B)(6) 2013, and on (B)(6) 2013 interrogation of the pump by the health care provider (hcp) revealed a motor stall in the pump logs. The motor stall did not recover, and the patient was managed with oral medications until the pump replacement on (B)(6) 2013. The patient experienced pain in association with the event, described as ¿whole chronic pain¿. The pump device was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump found pump motor gear train anomalies due to shaft bearing, wear and/or lubrication, a stall due to gear-pinion and a stall due to gear wheel 3. An internal inspection of the pump motor compartment noted moisture, residue and corrosion of the motor gear assembly. The corrosion of the motor gear box (gear wheel 3) was related to the root cause of the reported motor stall.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.